Event description:
It was reported that the user experienced a low blood glucose of 66 with associated symptoms after using the ilet and subsequently self-treated with oral glucose, resulting in a later blood glucose of 253; the user reported no changes in routine, and a review of reports suggested the pump corrected a prior high before the low occurred. Symptoms included shakiness and headache. Outcomes included transient hypoglycemia followed by hyperglycemia without hospitalization. Investigation included review of available reports and user-provided history, along with troubleshooting and education. Investigation of this case revealed an unclear cause of hypoglycemia followed by rebound hyperglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.